Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent breast augmentation revision with a mentor memorygel breast implant 500 cc gel prosthesis. Rupture on the right breast prosthesis was diagnosed post procedure through a MRI. At the time of this report, mentor has received no information regarding explant date.

Manufacturer narrative:
On 10/10/2018, mentor learned that the patient fully recovered after removal and replacement procedure. On 10/14/2018, mentor learned that in addition to a MRI, an ultrasound was also employed to detect the rupture. On 10/15/2018, the mentor failure analysis lab received the device for evaluation. The device evaluation was completed on 10/30/2018. Summary: the device was returned at mentor containing gel with a cloudy appearance. No foreign material was observed within the device. Gel was observed on the shell surface. During visual examination, mentor product analysis lab observed the device severely rented. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of rupture was confirmed since the device was found severely rented. However, at this point it is not possible to determine the root cause of such damage. The device history record (DHR) for the lot number 204156 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. All the implants are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. There is no evidence that the issue is related with manufacturing. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, mentor received additional information: explantation date: (B)(6) 2018. Implantation date: (B)(6) /2003. Is other serious: unchecked. Is required intervention: check, initial reporter facility name, address line 1, city, state, country code, and postal code method codes: 4114. The patient underwent bilateral removal and replacement with mentor memorygel breast implant 500cc gel prostheses on (B)(6) 2018; catalog # 3505001, s/ns (B)(4) (l) and (B)(4) (r). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on (B)(6) 2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).